Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced cardiac arrest. The lesion biopsied was 8 mm in size and located in the right lower lobe. The procedure was in progress for approximately 2 hours and close to completion when the physician elected to abort the case. The patient experienced cardiac arrest, a code blue was called and CPR was initiated. Per the reporter, the cardiac arrest may have been caused due to a pacemaker malfunction or hypoventilation. Resuscitation was successful and the patient was hospitalized for 4 days and then discharged home. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. As of the date of this report, no new information has been obtained.

Manufacturer narrative:
Based on the current information provided, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Although there were no reported ion system issues, the customer returned the fully articulating catheter, peripheral vision probe and catheter guide to isi for evaluation. The evaluation imdrf coding reflects the evaluation of the returned ion system accessory devices. Visual inspection of the fully articulating catheter found no external physical damage. The fibers were inspected using an exfo scope and the fiber appeared to be smooth with no signs of damage. Some debris was noted on the fibers but was able to be cleaned using the sensor connector cleaner. An in-house vision probe was inserted through the catheter shaft for inspection with no damage to the liner observed. Air leak testing passed twice with two different reprocessing covers. Electrical continuity and full continuity testing also passed. The catheter passed initialization, setup, and registration when placed on an in-house system using a pre-loaded patient plan. The catheter was driven twice with an in-house vision probe without any issue. No product issue was identified. Inspection of the peripheral vision probe found a broken connector body at the proximal end; the broken pieces and the decorative sleeve were not returned. The shaft was found kinked 50.87mm from the distal tip. The root cause of these findings was attributed to user handling. During visual inspection of the catheter guide no damage was observed . When placed on an in-house ion system, it passed recognition, was able to stay in its compressed state and to extend properly, and passed setup and registration. The printed circuit assembly (pca) board was inspected and no damage was observed. A review of the event information has been performed by an isi medical safety officer and the following was noted on 07-feb-2023: a 76-year-old man underwent an ion robotic bronchoscopy and biopsy of an 8mm right lower lobe lung nodule on (B)(6) 2022. The patient¿s co-morbidities included obesity with bmi 37, copd, arrhythmia post pacemaker, diabetes, hypertension along with a smoking history. Approximately 2 hours into the procedure the patient suffered a cardiac arrest and was successfully resuscitated. The case was aborted. The patient was hospitalized for 4 days then discharged home. Attempts to obtain further details have been unsuccessful. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). Another more recent multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. Based on the available data the complication was not associated with the medical device but may have been related to the procedure in the setting of known cardiovascular co-morbidities. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient experienced a cardiac arrest. The procedure was aborted and CPR was initiated. The patient was hospitalized for 4 days and then discharged home.